Event description:
Pt was admitted with an admitting diagnosis of muscle invasive bladder cancer. She was admitted in 2006 for a total cystectomy and ileal conduit. Her abdominal wound eviscerated and became infected. The abdominal wound is being treated with the wound vac. The fms was placed in the ICU on approximately 18 days later, it was placed for chronic diarrhea. It was in place for 18 days when a pressure sore was noted in the perineal area. The pressure sore required 3 surgical debridements, the first was performed on 19 days later, at this time, the pressure sore was noted to be a grade ii and the size of a quarter. There was not a description of the wound bed. The pressure sore is being treated with silvadene as recommended by the skin care team. There were not any additional dates of surgical debridements or wound description available. Nurse state the pressure ulcer was due to "pressure placed by the nursing staff." She states that some nurse had an inservice on the fms, while others did not. The nurse noted that if there was pressure placed on the fms, it did not leak. She states that the external injury was caused by the tubing of fms being placed between the pt's legs and over the foot board while the head of the bed was elevated 30 degress since the pt was on tube feedings.